Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction under the entire patch area, presenting with redness, swelling, a lump, abscess, and pimples. The reaction occurred six days after the sensor was inserted into the arm. On (B)(6) 2025, upon removal of the sensor, the patient initially observed redness. The following day, swelling and a lump developed. The patient was evaluated by a doctor on (B)(6) 2025 and was diagnosed with an abscess. The reaction was treated with a prescription for oral cephalexin, 500 mg, to be taken four times daily for 10 days. There is no documentation of further medical intervention. At the time of the report, the patient was still in the process of recovering. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.